Manufacturer narrative:
The customers reported issue of secondary infusion of cloxacillin under infusing and requiring extra time to complete was not reproduced during testing. The pump module was received with instrument seal intact. The right (male) iui was observed with corrosion. Internal inspection observed no signs of fluid residue, the electrical and mechanical components were observed with no anomalies. The bezel assembly was observed with date code of (B)(6) 2017. The received sets were observed with no anomalies during visual inspection. Functional testing performed on the returned pump module device observed the device to be in specification for rate accuracy. Testing performed on the returned primary and secondary administration set observed no anomalies. No errors or malfunctions recorded on pump module log at day of the reported incident. The profile in use was ¿vpp 2020 may critical care¿ on (B)(6) 2020 at 6:11 am the source pump module was programmed as guardrails IV fluids: primary infusion of nacl 0.9% (drug ID 1), rate 10ml/h, vtbi 500ml, secondary infusion cloxacillin (drug ID 116) 2000mg in 110ml, rate 220ml/h, vtbi 110ml and the infusion was started. At 6:42 am the pump module secondary infusion completed and switchover to primary infusion. Pvi=0ml and svi=110ml at the time. At 9:20 am the pump module was programmed a secondary infusion of ondasetron inter (drug ID 456), 4mg in 55ml, rate 220ml/h, vtbi 55ml and the secondary infusion was started. Pvi=26.4ml and svi=110ml at the time. At 9:36 am the pump module secondary infusion completed and switchover to primary infusion. Pvi=26.4ml and svi=165ml at the time. At 10:03 am the pump module was programmed a secondary infusion of cloxacillin (drug ID 116), 2000mg in 110ml, rate 220ml/h, vtbi 110ml and the secondary infusion was started. Pvi=31.1ml and svi=165ml at the time. At 10:33 am the pump module secondary infusion completed and switchover to primary infusion. Pvi=31.1ml and svi=275ml at the time. At 11:24 am the pump module was programmed a secondary infusion of cloxacillin (drug ID 116), 2000mg in 110ml, rate 180ml/h, vtbi 30ml, duration 10 minutes, user confirmed: specific vtbi will only deliver a partial dose proceed? And the secondary infusion was started. Vtbi at the time pvi=39.7ml and svi=275ml. At 11:35 am the pump module secondary infusion completed and switchover to primary infusion. Pvi=39.7ml and svi=305ml at the time. At 11:56 am the pump module was channeled off. Pvi=43.3ml and svi=305ml at the time. The root cause of the customer¿s complaint of secondary infusion of cloxacillin under infusing and requiring extra time to complete was not definitely determined. Review of the source pump module service history record showed the device had a manufacture date of 01/06/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/04/2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that the secondary infusion of cloxacillin, programmed to infuse over 30 minutes, was noted to be partially infused at 0600. The same issue occurred again when the nurse administered another unspecified medication at 0900. The clinician initially thought that perhaps the secondary bag was mixed incorrectly. At 1000, another dose of cloxacillin 2,000mg in 110ml of dextrose 5% water, prepared by the pharmacy department, was hung as a piggyback connected to primary infusion of 0.9% nacl 500ml and programmed to infused through pump module c. It was then noted that at the end of the programmed infusion period, only 70% of the volume was infused. The remainder volume was eventually administered. It was mentioned that a primary infusion was running through pump module b. Cloxacillin was ordered to be given every four hours. The event occurred in the spine unit. There was no patient impact.

Manufacturer narrative:
Concomitant medical products: (2)sec tubing;11448964; td (B)(6) 2020. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per previous discussion with the customer, it is their policy not to provide patient information.

Event description:
It was reported that the secondary infusion of cloxacillin, programmed to infuse over 30 minutes, was noted to be partially infused at 0600. The same issue occurred again when the nurse administered another unspecified medication at 0900. The clinician initially thought that perhaps the secondary bag was mixed incorrectly. At 1000, another dose of cloxacillin 2,000mg in 110ml of dextrose 5% water, prepared by the pharmacy department, was hung as a piggyback connected to primary infusion of 0.9% nacl 500ml and programmed to infused through pump module c. It was then noted that at the end of the programmed infusion period, only 70% of the volume was infused. The remainder volume was eventually administered. It was mentioned that a primary infusion was running through pump module b. Cloxacillin was ordered to be given every four hours. The event occurred in the spine unit. There was no patient impact.